Manufacturer narrative:
Product ID 3889-28, lot# va0mu3j, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the caller was seeing a message on the patient¿s programmer that they had never seen before. It was noted that they were seeing a poor communication screen on the programmer. The reporter placed the antenna over the implant and then pressed the synch button and was able to see the therapy screen. They were then able to increase the stimulation to 1.2 volts. It was stated that the patient¿s bladder hadn¿t been working right. It was noted that their bladder was working right a month prior to report when they were at the doctor¿s office but they noticed a difference ¿a couple 3 days ago.¿ it was reported that the patient slipped off the bed and fell on the carpet three days prior to report. They had checked the implantable neurostimulator (ins) and it was on. Four days later, the patient checked the implantable neurostimulator (ins) and moved the stimulation up from 1.2 volts to 1.3 volts. A week later, the reporter was still seeing the poor communication screen on the patient¿s programmer. When the reporter put the antenna directly over the implantable neurostimulator (ins) they were able to connect right away. It was stated that the patient had a loss of therapeutic effect and had seen ¿some improvement¿ for a while but for the last two weeks they had gone downhill. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.